Event description:
It was reported that the user experienced a sensor pairing failure with a freestyle libre 3 plus sensor during setup of the ilet system, after which the user was guided to restart the pump and rescan the sensor, resulting in successful warmup and pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms after resolution and no interruption requiring medical care. User support included customer service troubleshooting and education with guided device restart and sensor rescan. Investigation of this case revealed a transient pairing failure that resolved with standard restart and re-pairing steps, with no persistent device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup difficulty corrected through troubleshooting.

Manufacturer narrative:
Initial.